Manufacturer narrative:
There are no patient injuries associated with this report. The reported symptom relating to the ultrasonics not functioning is attributed to high level disinfectant solution making contact with one or more transducer wires creating a short circuit. The inability to transfer germicide to the processing chamber was due to the broken shaft of the magnetic drive pump (3-md-hc). The vent pump not functioning properly was attributed to a dirty and intermittently functioning 3/8" npt electro-optic sensor (water level / vent sensor) which caused intermittent performance of the ventilation pump. The cui technician noted that multiple wash only cycles were being performed and there were only a few wash and disinfects cycles since the last repair in 2015; is attributed to user error and neglect. The system 83 plus 2, s/n (B)(4), was found to be poorly maintained and facility personnel were found to be inadequately trained. The malfunctions associated with this report is attributed to user error due to lack of device maintenance and training. As of june 19, 2017, the facility was instructed to no longer use the system 83 plus and allow cui access to permanently disable the system 83 plus 2, s/n (B)(4). Custom ultrasonics inc. Is reporting this event out of an abundance of caution.

Event description:
While on site to perform preventative maintenance and an ufas installation, it was noted by the cui technician that the ultrasonics and high level disinfectant (hld) pump were not functioning as intended.